Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. E1: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26-may-2024, it was reported that the three infusion set tubing was came apart and infusion set is long for 1 day. No further information available.